Event description:
Reporter stated that patient obtained back-to-back results of 12.9 mmol/l and 3.8 mmol/l, on the performa system. An additional set of comparisons was reportedly performed on the performa system with results of 25.9 mmol/l, 9.8 mmol/l, 7.0 mmol/l, and 7.5 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in other country.